Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during fill tubing the user could not select the ¿yes¿ response on the ¿do you see drops¿ screen, could not exit the fill-tubing workflow, and could only turn the screen on and off, consistent with a device user interface failure associated with the pump¿s display/input component. Symptoms included no adverse clinical effects, with blood glucose reported at 80 mg/dl. Outcomes included the decision to replace the device and instructions to shut down the ilet to avoid further alerts, with user education provided regarding data not transferring to the replacement and the need to complete startup again. Investigation included technical support triage, verification of shipping and return logistics, and collection of device history through guidance to sync data to the mobile app prior to return. Investigation of this case revealed a pump operational malfunction that prevented progression through priming due to a touchscreen or software interaction fault localized to the user interface module. It was concluded, based on previously established findings for similar reports, that the cause was a device software or user-interface malfunction not related to patient use error.